Event description:
It was reported through the pt's legal counsel that the pt is experiencing pain. At this time the implant has not been revised. (Note left side of a bilateral).

Manufacturer narrative:
At this time very little info has been provided for this investigation. Catalog number and lot number have not been provided. It is unk if the pt will be revised. Should additional info be obtained to further this investigation, this report will be updated.